Event description:
It was reported that the patient has been using the therapy regularly and it has made a remarkable difference, but lately the battery seems to wear out a lot faster than it ever did. Caller stated that they charge all the time and it seems to run down a lot quicker than it used to in the last 2 to 3 months. Agent asked if the patient had any adjustments made to the therapy and caller stated yes but nothing significant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.